Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional details were received stating the out of range impedance measurements were identified through the remote monitoring system and multiple measurements through the pacing system analyzer (psa). Additionally, an x-ray showed what could be subclavian crush. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this system was exhibiting oversensing and pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains in service and the lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.